Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed abdominal pain and cloudy effluent. The patient was hospitalized on the same day for the peritonitis. The dianeal pd4 therapy was temporarily withdrawn and the extraneal was permanently withdrawn on (B)(6) 2010. The patient was treated with antibiotic therapy with vancomycin 1 gm daily intraperitonealy from (B)(6) 2010 until (B)(6) 2010 and ciprofloxacin 500 mg daily intraperitonealy from (B)(6) 2010 until (B)(6) 2010. The patient recovered on (B)(6) 2010 and was discharged from the hospital on the same day. On an unreported date, peritoneal dialysis with dianeal pd4 1.36% was restarted and the peritonitis did not recur.